Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in moderately tortuous and mildly calcified proximal left circumflex artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced to treat the lesion. However, during the procedure, resistance was encountered and the shaft was broken 10-15 centimeters from the hub. The device was removed as a whole. The procedure was completed with another 3.00 x 38 promus premier select stent. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: p select ous mr 38 x 3.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 21cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in moderately tortuous and mildly calcified proximal left circumflex artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced to treat the lesion. However, during the procedure, resistance was encountered, and the shaft was broken 10-15 centimeters from the hub. The device was removed as a whole. The procedure was completed with another 3.00 x 38 promus premier select stent. There were no patient complications reported.